Event description:
Customer reportedly obtained a result of 519mg/dl on the aviva system and 57mg/dl on the paramedic's device within 10 minutes. Customer was given juice due to low blood glucose symptoms. No medical treatment provided. Requested return of suspect system and replacement was sent.